Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head cable was out of electrical specification and failed incoming uplink functional testing. As a result the cable was replaced. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate or find the device; two different programmers were tried. The rf head was returned for repair. There was no patient involvement.